Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from below the pump during a lipid infusion, dosage and rate unspecified. Upon inspection a hole was noted just below the pump segment. The tubing, infusion and all lines were replaced and there was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report of leaking from a hole in the silicone segment was confirmed. Visual inspection showed that the silicone segment had a tear near the upper fitment measuring 3.136mm long. Examination under magnification showed no crush marks to the upper blue fitment. Functional testing was performed; a leak was observed from the silicone tubing near the upper fitment. The cause of the leak was a tear in the silicone segment. The cause of the tear is unknown.